Manufacturer narrative:
The reported failure of the active exhalation proportional valve opened test is accommodated in the product risk management file as being linked to hazard with description patient exposure to function / deterioration of function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures. The DHR for this device exists in paper form and the device has exceeded its useful life per the applicable IFU.

Event description:
The manufacturer received a report that a trilogy 200 ventilator was returned for service. No patient harm or injury was reported. During evaluation at the third-party service center, the power cord clamp, handle o-ring kit, and enclosure seal kit were found to be missing. Additionally, the exhalation port block (universal) was found pinched, and the thtpol label required replacement due to unacceptable revision. During functional testing, the device failed the active exhalation proportional valve opened test. The active exhalation control module was replaced to correct the issue. Subsequent testing identified failures of the lcd backlight test and pos flow cal test. The lcd connections were verified, and all tubing was inspected prior to retesting. Following the repair, the device passed all testing.